Manufacturer narrative:
Qc run after the event was low. Customer loaded the reagent cartridge, but did not recalibrate because they have within-lot calibration enabled for this chemistry. The issue has been resolved by recalibrating the cartridge. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low c-rp results generated by the unicel dxc 800 pro synchron clinical systems. The erroneous results were reported outside the lab. Upon repeat higher results were obtained. It is not known whether patient treatment was affected.